Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2011-455, medwatch 2210968-2011-00456, and medwatch 2210968-2011-00458. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a drain was used on an unknown date and when it was connected it would not create a vaccum and drain into the bulb reservoir. There were no adverse patient consequences reported. Additional information has been requested.